Manufacturer narrative:
The device was returned for evaluation. Visual inspection determined there were multiple struts bend at the inflow side. Struts remained bent post expansion. The reported event was confirmed through returned product evaluation. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The product risk assessment documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the june 2023 control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. It was noted during the procedure that during valve/system insertion patient winced and physician felt resistance but continued inserting system. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (function and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that procedural factors (excessive device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information: b4, e4, g2, g3, g6 see attachment.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate, regarding a 23mm sapien 3 ultra valve in the aortic position, during valve insertion there was resistance and a tine was bent on the valve. The system was removed and replaced with new equipment. A dissection was observed and repaired. During valve delivery system insertion, the patient winced as resistance was felt but the physician continued inserting system. During alignment, it was observed that the valve had a bent tine. They were able to pull the valve into the sheath and proceeded to remove all devices as one unit. Placed patient under general anesthesia, then rotated valve and delivery system in the sheath to move bent tine out of split portion of the sheath. Once rotation was completed, physician removed the devices as one unit with success. A new sheath, new valve and delivery system were inserted with successful valve deployment. Post angio showed a flow limiting dissection, therefore a surgical cut down was performed to repair vessel with good results.